Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. An internal inspection found the flow screens to be dirty and were replaced as a precaution. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device displayed a "compressor fault -2001 " message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.